Event description:
Customer reported an off no power alarm on her insulin pump. It was reported that the customer uses an off label. Troubleshooting showed that the customer was using so off brand battery. Customer's blood sugar at the time of call was at 400 mg/dl. Advised customer to insert a recommended battery and monitored. Nothing further to report.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.